Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with their sensor. The caller stated that he is getting 100 to 200 difference on the sensor current reading sensor glucose 160 mg/dl blood glucose 235 mg/dl. Blood glucose value was 265 mg/dl at the time of the incident. Troubleshooting was performed and the customer was advised to wait an additional hour before calibrating. The customer was advised to monitor and change the sensor if issue persist. Nothing will be replaced or returned.